Event description:
It was reported that 5076-52 was implanted, right before 5076-45 was implanted, it was found that the optiseal sheath had perforated the svc when contrast was shot through it. Patient was then taken to the operating room for open chest surgery to repair the svc. Surgeon explanted the ventricular lead.